Event description:
It was reported that there was a heat or electrical issue with the pump, causing it to overheat, bulge, swell, or become hot to touch. There was no adverse impact to the customer's blood glucose level. The pump was still under warranty, and tandem technical support arranged for a replacement pump to be sent. The customer was instructed to switch to a backup insulin therapy using multiple daily injections and to return the faulty pump with the pre-paid label within ten days. The customer understood and acknowledged the instructions, including putting the pump into storage mode.